Event description:
During a redo atrial fibrillation procedure, the catheter could not be retracted from the sheath after mapping the right atrium. When visualized on x-ray, it was observed that a non abbott (jnj visigo) steerable sheath had been caught in between the splines of the hd grid. The hd grid was advanced to free it from the sheath and the catheter was removed from the patient. Once it was removed from the sheath, it was observed that the splines on the paddle had been misconfigured. The operator commented that this was due to operator error and the paddle being caught on the steerable sheath.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported device entrapment could not be conclusively determined. However, it was reported that the issue was due to operator error and the paddle being caught on the steerable sheath.